Event description:
Customer reported that the trauma recon system could not be switched off intra-operatively. This is report 1 of 1 for event# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noticed that the device had not been serviced and there were signs of normal wear. The device was serviced and returned to the customer on (B)(4) 2012. Placeholder.